Event description:
The company was notified that the patient's cii device was explanted. It was noted that the patient experienced poor performance with her device. The patient was reimplanted with another advanced bionics device. Advanced bionics is in the process of gathering additional information.